Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and showed that the display was blank. An internal inspection of the cycler identified that the cause for the display issue was due to the inverter board which was found to have a failed transformer with burn damage. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. There were no discrepancies encountered in the internal inspection of the device. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of blank display was confirmed.

Event description:
It was reported that the screen of a patient¿s liberty cycler was going black and faintly coming back on during the step two of the setup of a patient¿s peritoneal dialysis therapy. It was noted that as the display began to go come back, there was a burning smell coming from the cycler. The technical support representative advised the patient and the peritoneal dialysis registered nurse to discontinue use of the cycler. The patient had manual supplies to continue their treatment without the cycler. The cycler was returned to the manufacture. Upon evaluation, it was identified that the blank display was due to the inverter board which was found to have a failed transformer with burn damage. The inverter board was replaced as a result of the damage. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of this event. The patient reverted to manual supplies to complete their treatment. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.